Event description:
The customer alleged ventilator became inoperative. Attempted to contact customer in regards to pt involvement. No pt harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing.